Manufacturer narrative:
An event of mitral insufficiency, stenosis, dyspnea and paroxistics was reported. The reported prolapse was confirmed, while the calcification was not. Morphological and histopathological examination found cusps 1 and 2 were torn. Fibrous pannus ingrowth was present on the inflow surface of cusp 2, and both surfaces of cusp 3. The pannus on the outflow surface of cusp 3 pinned and folded the cuspal tissue. All three cusps contained a thinning and loss of collagen fibers. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined; however, information from the field indicated that a smaller, 27mm, valve was subsequently implanted. The severity of the damage to the sewing cuff and host to device reaction (pannus formation), along with the selected valve size larger than the replacement valve, are possible evidence of fusion to the patient aortic wall.

Event description:
On (B)(6) 2013, a 29mm epic valve was implanted in the mitral position. On an unknown date, the patient presented with dyspnea with effort and paroxistics during the night. Echocardiogram revealed severe mitral insufficiency. On (B)(6) 2018 the valve was explanted due to stenosis, and replaced with a 27mm edwards perimount magna valve. Upon explant, mild amounts of calcification was observed on the leaflets and the posterior leaflet was prolapsed. Post-operatively, the patient is reported to be stable.

Event description:
On (B)(6) 2013, a 29mm epic valve was implanted in the mitral position. On (B)(6) 2018 the valve was explanted due to stenosis, and replaced with a 27mm edwards perimount magna valve. Post-operatively, the patient is reported to be stable.